Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the oxygenator dripped blood from recirculation line port of the oxygenator after instituting bypass. Blood loss - unk quantity. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).